Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test, and self test. Test p-cap locked properly into the reservoir compartment. No pump error 41 or pump error 43 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 43 on the event date of 03/21/2023 at 15:55:01.000. Pump alarmed a pump error 41 on the event date of 03/21/2023 at 15:55:01.000. Pump alarmed a low battery alert on 03/17/2023 at 09:40:00.000 and was expected. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Motor was tested outside the pump case on the ngp system test board and passed. However, moisture damage was confirmed isolated to the battery tube. The following were also noted during visual inspection: cracked case, scratched case, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, corroded battery tube, and corroded battery tube spring. Cosmetic damage was confirmed at the back of the pump. Pump error 43 was confirmed in the pump history files and traces problem isolated to the motor assembly. Pump error 41 was confirmed as a consequence of pump error 43. Blank display was not confirmed during testing. Moisture damage was confirmed found on isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump errors 41 and 43. The customer reported pump was turned off and had a crack. Troubleshooting was performed and found that the customer was able to clear the alarm successfully and stated that the pump rewind was completed but the pump did not complete the steps in the displacement verification table. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.